Event description:
It was reported that a catheter fracture occurred. A 2-10-2mm/105cm-7005d polaris x¿ was selected to advance to the target lesion. During unpacking, it was noted that the catheter had a distal fracture before the last two proximal electrodes. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is stable.

Manufacturer narrative:
Device lot number corrected from 17113637 to 17661826. Device expiration date corrected from 01/01/2016 to 07/31/2016. Device manufactured date corrected from 07/15/2014 to 02/04/2015. Device evaluated by MFR: the device was returned for analysis. The unit has catheter damage. The device has a kink at 10.5cm from the tip and the shaft is ripped in the same area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter fracture occurred. A 2-10-2mm/105cm-7005d polaris x was selected to advance to the target lesion. During unpacking, it was noted that the catheter had a distal fracture before the last two proximal electrodes. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).